Event description:
The customer reported that she may have developed an allergic reaction to the cannula. She has recently experienced skin irritation and itchiness at the infusion site; this condition has been occurring at multiple pod sites. As a result of soreness at the site, her current pod had to be removed; it will not be returned for eval. It is unk what form of therapy the customer sought in order to treat her condition.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any abnormalities of the cannula that may have resulted in the reported skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider's instructions. The customer removed the pod due to soreness at the site, but it is unk what form of therapy was sought to treat the condition. The omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.